Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced kinked tubing event on (B)(6) 2025.the patient faced high blood glucose event which was treated by changing infusion set and correction via pump. No further information available.